Event description:
It was reported the patient's device was replaced six months after implant due to end of service. Telemetry was performed on (B)(6) 2010 with the printout from the programmer showing the battery at 2.85v. All impedances were less than 4000 ohms, except one combination used for therapy in the left hemisphere (pair 0,1) was less than 39 ohms. It was felt there was a short circuit issue and parameters were selected (pair 0,2) to give good symptom relief without use of pair 0,1. No further investigation of the lead was planned.

Manufacturer narrative:
(B)(4).